Event description:
Patient status post two level copectomy and acf, levels unknown, implanted on (B)(6) 2012 went for routine follow up on an unknown date. It was discovered the locking screw was not locked to the plate and a bone screw migrated through the plate onto the vertebral body. Patient was returned to the operating room on (B)(6) 2012 with the surgeon removing the hardware. Patient was revised to the vectra system. This is 2 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.